Manufacturer narrative:
No button error alarm during testing. However unit had intermittent esc and act buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. (B)(4).

Event description:
Customer's father reported via phone call that customer received a button error alarm after attempting to press the act and down arrow buttons. Caller was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.